Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available.

Event description:
A high reading issue was reported with the freestyle libre sensor. The customer obtained sensor scans of 19 mmol/l and 20 mmol/l and self-treated with insulin (dose/type unknown) based on the scans. The customer became confused, dizzy, sweaty, and experienced seizure and loss of consciousness. A healthcare provider treated the customer with orange juice, soda, and cookies. There was no report of death or permanent injury associated with this event.